Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 2.25mm x 9mm maverick balloon catheter was advanced for dilation. However, when the physician attempted to push the balloon in the guide catheter, the device was cut about 40cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The shaft and hypotube were microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the shaft. There was a complete hypotube separation 78.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw #: (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 2.25mm x 9mm maverick²¿ balloon catheter was advanced for dilation. However, when the physician attempted to push the balloon in the guide catheter, the device was cut about 40cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.